Manufacturer narrative:
The device history record of reported 4469639 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The alleged leakage could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
An email was received from a vp of global regulatory affairs, forwarding a complaint on behalf of (B)(6) center regarding a blood-fluid admin/wrm set 10/ca with list number: d-300 and lot number: 4469639. It was reported that during on a code crimson, the level one tubing began to leak blood from the y site. The tubing was then removed from the patient and also the level one infuser. The original intended procedure was a blood transfusion however the devive malfunctioned. Not a single use device that was reprocessed and reused on a patient. There was patient involvement but patient was not injured/harmed.